Event description:
Leica biosystems (B)(4) received a complaint that: "retort a tissue was not infiltrated with paraffin. Error 1104 found during equipment check." Information documented by a leica field service engineer in service order number (B)(4) details that: "in relation to the poor treatment of tissue, it is assumed that water is mistakenly put in place of alcohol reagent." On 19 january 2017, leica biosystems (B)(4) was advised that all tissue samples involved in this event were diagnosable. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
The date was incorrectly recorded in the initial 30-day FDA 3500a report.

Manufacturer narrative:
Investigation of this complaint found that a use error involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual occurred at both 17:19 pm on (B)(6) 2016 and 09:48 am on (B)(6) 2016. A user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 17:19 pm on (B)(6) 2016. However, the actual ethanol concentration in bottle 7 remained as 77.9%, because bottle 7 (ethanol) had been removed from the instrument for 10 seconds, which is not sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol) was used for the final dehydration step in the "factory 12 hr xylene standard" protocol started at 19:02 pm on (B)(6) 2016. The minimum final reagent concentration for ethanol is 98%; and the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The reagent in bottle 7 (ethanol) was subsequently replaced at 10:58 am on (B)(6) 2016 using the remote drain/fill function, which sets the reagent concentration to the default value of 100%. It is not possible to determine from the information available the actual reagent used to fill bottle 7 using the remote drain/fill function. The reagent in bottle 7 was used for the final dehydration step of the "factory 12 hr xylene standard" protocol started at 18:16 pm on (B)(6) 2016 subsequent to this user action. A user also affirmed in the instrument software that the reagent concentration in bottle 12 (xylene) was to be set to the default value of 100% at 09:48 am on (B)(6) 2016. However, the actual xylene concentration in bottle 12 remained unchanged at 90.0%, because bottle 12 (xylene) had been removed from the instrument for 44 seconds, which is not sufficient time to replace the reagent. Use of the reagent in bottle 12 (xylene) for the first time in the second of the three (3) clearing steps in the "factory 12 hr xylene standard" protocol started at 18:16 pm on (B)(6) 2016 would have resulted in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing based on the information provided by the complainant and the investigation findings, it was determined that the sub-optimal tissue processing identified from retort a was derived from the "factory 12 hr xylene standard" protocol started at 19:02 pm on (B)(6) 2016, which completed at 07:10 am on (B)(6) 2016; and the "factory 12 hr xylene standard" protocol started at 18:16 pm on (B)(6) 2016, which completed at 07:10 am on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was use errors, which occurred at 17:19 pm on (B)(6) 2016 and 09:48 am on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottles 7 (ethanol) and 12 (xylene) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."